Manufacturer narrative:
Section b1 correction: product problem product problem should have been checked rather than being blank. E1 correction: the reporter's information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg is reaching end of life. Surgical intervention may be undertaken at a later date to address the issue.